Event description:
This 52-year-old male presented on (B)(6) 2023 due to st elevated myocardial infarction and underwent left heart catheterization. A terumo glidesheath slender 6 french by 10-centimeter kit with nitinol/floppy wire (item code 50-1060) was utilized to obtain radial access. On (B)(6) 2023, a wrist x-ray was obtained which identified a foreign body. The patient underwent a peripheral angiogram and the retained foreign body, guidewire, was removed. Review of this event was unable to determine if the guidewire broke or this was a shearing injury.